Event description:
It was reported that the patient had a loss of therapeutic effect. The lead wire was "sticking" him. It was reported that it worked for a while, but the patient didn't realize he couldn't do extensive twisting and stretching. Additional information received reported that the patient still had concerns about the device/therapy, but was working with his physician. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. There was no mention from the patient about stimulation. The patient had not contacted the hcp until (B)(6) 2012. The patient had their system surgically replaced; 'explanted and re-implanted.' The patient outcome was reported as no injury. No further information was provided.

Manufacturer narrative:
Product ID 3777-45: serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information was received from the patient's physician that reported the patient's implantable neurostimulator (ins) was r eprogrammed on (B)(6), 2012. The patient was "happy with the results" of the reprogramming and was getting full coverage of the areas of pain. There was no patient injury. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the device caused pain since implant, but it was also stated the patient had been in pain for about a year. The reporter stated that the device was x-rayed and the health care provider (hcp) informed the patient that he was implanted with a "trial" system. It was unclear what was meant by this statement, for all implantable systems are permanent systems. It was further stated that the hcp told the patient that the leads were "broken" and that the entire system would have to be replaced with a "thicker, better lead and fuse it down so it would not move." It was reported later that day that the patient had "injections", which caused permanent damage to the patient's feet. It was noted that this was the patient's indication for use. The reporter stated that the hcp would move the device from the belt line because it caused pain at that location. It was also noted that the patient's stimulation was scheduled in cycles of 10 minutes on then 10 minutes off. The reporter stated that he was not getting the relief he "should" when stimulation was on. It also stated that the device pocket site "ached" when stimulation was off. The patient outcome was unknown. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).